Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the pca dilaudid syringe tip broke and lodged in the female end of the tubing causing a leak when connected to the patient. There was no report of patient harm reported.

Manufacturer narrative:
Conclusion code field left blank - no available code for undetermined or unknown cause. The customer¿s report that the syringe tip broke and lodged in the female end of the tubing was confirmed. Visual inspection showed that the tip of the syringe was broken off with the tip lodged in the female end of the pca set¿s anti-siphon valve. Inspection of the damaged component under magnification showed whitish colored stress markings on the lodged broken tip's surface. Functional testing was not performed due to the damage. The root cause of the breakage was not identified.